Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 159mg/dl (right index finger), 118mg/dl (right middle finger). Tests were done within <10 minutes with a difference of 26%. Pt did not experience any adverse events. No further info has been reported.